Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿no audible alarm.¿ the unit was triaged and the customer¿s reported condition was confirmed. The unit was disassembled, component u14 was found to be dislodged. As the component u14 is part of buzzer circuit, it is considered as root cause of failure. Capacitors c114 were also missing from pcb and capacitator c68 was detached from one end. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-09-06. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The enteral feeding pump was returned with no reported malfunction. Upon triage on 2017-08-31 the service tech found that there was no audible alarm when turned on.